Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Per doc (B)(4) rev 09 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.7. Cause - tubing splits: drainage path from catheter through eds system's drainage bag. Effect (harm) - delay in patient treatment, csf leakage and over drainage of csf. Residual risk medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Nt820707 the lumbar drain had been slow to drain and had difficulties draining since its placement on (B)(6). Neurosurgery came and saw the patient and the drain was found to have a fracture at the most proximal tubing as well as evident fenestrations showing per the nus note. They pulled the lumbar drain and it has not been replaced. They had not been flushing or instilling any medications into the drain."

Event description:
Nt820707 the lumbar drain had been slow to drain and had difficulties draining since its placement on (B)(6). Neurosurgery came and saw the patient and the drain was found to have a fracture at the most proximal tubing as well as evident fenestrations showing per the nus note. They pulled the lumbar drain and it has not been replaced. They had not been flushing or instilling any medications into the drain."

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Sterile date of affected product: feb 27, 2024. Device history review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. No associated capas. Complaint history review/trend analysis: (B)(4) root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. The device history records show specifications were met prior to release of product. No further action is required. Failure mode: no device returned - unable to determine.